Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for two patients. The samples were repeated and normal results were obtained. The following data was provided: normal reference ranges: sodium: 135 to 147 mmol/l sid (B)(6). Initial sodium = 111 mmol/l, repeat = 136 mmol/l sid (B)(6). Initial sodium = 117 mmol/l, repeat = 136 mmol/l there was no impact to patient management reported.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for two patients. The samples were repeated and normal results were obtained. The following data was provided: normal reference ranges: sodium: 135 to 147 mmol/l sid (B)(6) initial sodium = 111 mmol/l, repeat = 136 mmol/l sid (B)(6) initial sodium = 117 mmol/l, repeat = 136 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the r1 mixer wash cup during troubleshooting. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history was reviewed for (B)(6) and revealed no additional service tickets associated with discrepant /erratic results. A review of tracking and trending for the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.